Event description:
The device was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to close and a component disengaged into the pt's cavity. The surgeon used a grasper to remove the component and a new instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/9/1998-supplemental report #1 sent to FDA. Device not available for eval.